Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery occurred on (B)(6) 2013. The revision surgery was due to the components loosening. During the revision, the omni insert, retaining bolt, baseplate, and patella were revised to new components. The original 2 x 10mm insert was revised to a 2 x 16mm insert, the standard size 3 baseplate was revised to a modular size 3 baseplate, and the patella went from a 25mm patella to a 29mm patella. In addition, a modular stem, two size 2 tibial augments, and two tibial pegs were implanted. The original femur was untouched.